Event description:
Patient reported ¿left breast is getting hard and painful¿ and ¿changes.¿ later physician reported left side capsular contracture baker grade iii-IV, seroma, and cyst. Patient is "worried and emotionally shaken with the recall news and the possibility of developing alcl". Later patient representative reported left side "rupture of prosthesis", "breast pain, capsular contracture, disproportionate emotional instability, implant burst and encapsulated, and lipodystrophy + implant contraction". Device has been explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2019-22150. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma and rupture.